Event description:
It was reported after the atrial fibrillation (afib) procedure, the physician called the bwi field representative. The physician stated that after the procedure while checking the patient at the recovery area, it was noticed that the patient had a burn around the indifferent electrode. It was unknown to the bwi field representative if any medical intervention was performed but the patient was stable. Clarification has been requested on the event, but no additional information has been received.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Coolflow pump, model #: m-5491-02, serial #:(B)(4). Ez steer thermocool sf navigational catheter, model #: d-1313-04-s, lot #:15807459l. Soundstar catheter, model #:m-5723-05, lot #:unknown_m-5723-05. Lasso navigational variable eco catheter, model #: d-1343-01-s, lot #:unknown_d-1343-01-s. C3 ez steer cs with auto ID, model #:d-1263-06-s, lot #: unknown_d-1263-06-s. (B)(4).